Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 151560: 24 items manufactured and released on 29 october 2015. Expiration date: (B)(6) 2020. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 2 month after primary the surgeon revised the patient for a knee instability. The surgeon swapped the insert from a 10mm to 14mm liner. The surgery was completed successfully.